Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Evaluation of the device data indicates that the bfg was attached to arm cart assembly (aca) 1. The logs also show the bfg was attached to aca 4, aca 2 and then aca 1 again. The logs do not show any errors for the reported bfg and the logs are not able to record the physical status of the instrument. The total use time on the instrument was three hundred and sixty-two minutes and a use count of four. Review of the provided images notes the first image shows the serial number of the bfg, which matches the reported information. The second, third and fourth images show the lateral view of the bfg in which you are able to see that the jaw on the top has a slight defective bend to it. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hepatectomy procedure, the bipolar fenestrated grasper (bfg) was properly delivering bipolar energy, but the tip of the instrument was twisted. A new instrument was used to complete the procedure. There was no patient injury. Analysis of the provided images indicated that the jaw of the bfg had a slight defective bend to it.

Manufacturer narrative:
H2) additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and provided images. Four images were received for evaluation. Three images depicted a lateral view of a bipolar fenestrated grasper where the jaw had a slight bend to it. One image depicted the serial number that matched what was reported. Evaluation of the logs indicated that the bipolar fenestrated grasper was connected to arm cart assembly 1, arm cart assembly 2 and arm cart assembly 4 throughout the procedure. No errors were noted to have occurred. The total use time was three hundred and sixty-two minutes with a use count of four. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. One of the jaw was deformed and bent out of its original alignment. Parts of the white plastic pulley were damaged. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated through their full range of motion to inspect the cables. The jaws were not able to achieve the full articulation due to the deformation of the jaw, which prevented complete closure. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The investigation identified the most likely cause could be traced to a component failure. Additionally, the investigation identified an unreported condition of pulley damage. The most likely cause was traced to physical damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hepatectomy procedure, the bipolar fenestrated grasper was properly delivering bi polar energy, but the tip of the instrument was twisted. The jaw had a bend to it a new instrument was used to complete the procedure. There was no patient injury.